Manufacturer narrative:
Continued: a.4. Weight: 138.6 lbs further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via nbir left side deflation and wrinkling/rippling. Device has been explanted.